Manufacturer narrative:
Please note that the following statement "zoll circulation has received the product in complaint" made on the initial MFR report is incorrect. Zoll circulation has not yet received the product in complaint. A supplemental report will be provided once the product has been received and the investigation has been completed.

Manufacturer narrative:
Distributor also indicated that the autopulse® nimh was still in the battery compartment when they received the platform and the fault was able to be reproduced. When the autopulse® platform was used with another battery it worked fine. Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Event description:
Complainant alleged that during a shift check, it was observed that the autopulse® platform would not power on, when used with a nimh battery. There was no report of any patient involvement. No further details were provided.